Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged into the patient's right atrium. Due to the dislodgement, the lead was sensing in the atrium which was oversensed and led to inappropriate shocks. High pacing thresholds and low amplitudes were also observed. The patient was admitted until a lead revision could occur. The rv lead was then repositioned successfully. The lead remains in service and there were no additional adverse patient effects were reported.